Event description:
Staph aureus infection in the organ space (endocarditis). Treated medically with multiple antibiotics, but the pt remained culture- positive unitl rifampin was added to the antibiotic regimen, at which time she became culture-negative (approx on post-op day #9).